Event description:
During follow up, noise resulting in oversensing and low pacing impedance were observed on the right ventricular lead. Lead damage was suspected but has not been confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.